Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on 29 jul 2022 from the home therapy nurse (htn) of a 66 year old male patient with a medical history including end stage renal disease, who stated blood was observed leaking from an unknown location on the cartridge during a home hemodialysis treatment on (B)(6) 2022. Additional information was received on 05 aug 2022 from the htn who stated the patient experienced hypotension (nos) and chest pain and was instructed to go to the emergency department. Labs were drawn and returned within normal limits, the patient was discharged same day with no medical intervention required. Following the event the patient has recovered without sequalae and resumed treatment with the nxstage system.